Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 2 of 3. E1: patient city: (B)(6). Patient country : (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets fell off due to tape not sticking on 05-july-2024. Infusion sets were in use for three days. No further information available.